Event description:
It was reported patient underwent a revision procedure three weeks post implantation due to knee subluxing backwards. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: persona articular surface fixed bearing cruciate retaining (cr) catalog # 42512000410 lot # 66731556. G2: australia. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR number (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR number (B)(4).